Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2026 to (B)(6) 2026, it was reported that the patient¿s cgm was in a consistent signal loss state. The patient was also wearing an omnipod insulin pump. At an unspecified point in time, the patient began vomiting and it was reported the patient ¿ran out of insulin for 1-2 days¿. The patient was then admitted to the ICU due to ¿severe hyperglycemia" however, no specific bg meter readings were reported. No other patient or event details were reported, including a clearer timeline of events leading up to the patient¿s hospitalization, patient symptoms, or treatment details. The patient was still hospitalized at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour frequently within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No additional patient or event information is available.